Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 580 mg/dl and low blood glucose value was 36 mg/dl. Customer did not provide symptom and treatment of low blood glucose. The customer was treated with manual injection for high blood glucose. Based on customer report customer does not allege pump was under delivering. The device will not be returned for analysis.